Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the canister and that the insulin gauge was inaccurate. Additionally, it was reported the pump battery was depleting quickly. There was no reported adverse impact. No additional information was provided.